Event description:
An altitude alarm was reported affecting the pump, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.